Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had cracked case at display window corner, broken battery tube threads, cracked case at the reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 1200 mg/dl. The customer was treated with manual injection and intravenous insulin drip. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had motor error alarm. The insulin pump will be returned for analysis.